Event description:
The patient reported that at the last device check, the nurse stated that they could not understand why the battery life was dropping so fast. Follow up with the clinic indicated that the device was programmed with high outputs due to required high thresholds on the leads and that the battery longevity was two years at just five months post implant. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).